Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch (unknown type) meter was allegedly having an unspecified meter display issue. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started several months ago. The patient mentioned that he manages his diabetes with insulin (self adjuster) and he denied making any changes to his normal diabetes management as a result of the alleged issue. The patient claimed that he became unresponsive on an unspecified day after the alleged issue began. The patient said that he was treated by emergency medical services (ems) on (B)(6) 2012 and (B)(6) 2012 with glucose tablets/gel. The patient said that on (B)(6) 2012 his blood glucose was tested on the ems meter and a blood glucose result of "40 and 30 mg/dl" were obtained. It is not known what the patient's blood glucose was on (B)(6) 2012. At the time of troubleshooting the alleged issue was not specified by the patient. The cca was unable to resolve the alleged issue and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly became "unresponsive" and was treated by ems as a result of the alleged issue. In addition, the patient reported a blood glucose result that was suggestive of acute hypoglycemia.